Event description:
On (B)(6) 2009, the pt reported to a company rep that she has noticed air bubbles in the insulin cartridge of her infusion device and, while trying to remove them, accidentally went to the "change your cartridge" menu. Additional training was provided to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.